Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the medical image review completed on 04-apr-2023. The procedure images included in the complaint underwent independent physician review. The assessment is documented below. "The images in the presentation are clear and describe the kinking, and subsequent partial rupture of the catheter. The root cause of this device failure is difficult to assess on images alone and will require correlation with a full analysis of the returned device by the r and d team. A leading cause for catheter kinking is a tight curvature in the transition from the aortic arch to the common carotid artery, which has been described in the literature with an occurrence rate up to 6% during general use of catheters. In this case, the unfavorable anatomy may have been the most likely cause, but other possible explanations or contributing factors cannot be excluded from the images provided." Physician name and date reviewed: (B)(6), 04-apr-2023. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
As reported by the field, this was a thrombectomy case to a clot located on the left common carotid artery (cca). When the cerebase intravascular guiding catheter gs 90, 90 cm, straight, distal (gs9090sd, 30845401) was tracked to the distal, the surgeon felt resistance, but the cerebase reached the desired position. Subsequently, the surgeon found that the distal tip from the 14cm point was almost broken when the catheter was removed for repositioning due to a severely tortuous vessel. Therefore, the surgeon changed to another catheter and the procedure was successfully finished. Initially, the cerebase was chosen as a guide because the type 3 arch was confirmed and optimo would not go up. Therefore, the catheter was put across the internal carotid artery (ica), and it wasn¿t difficult to go up. But when the react68 aspiration catheter was used for suction, it didn¿t go up because it became caught in the arch just before it went up to left cca. Therefore, the user thought it would have been bent, but then took out the guide a little bit, the bent part was stretched as it came down, so the react68 was used to suction it. The thrombus was full up to the left ica distal, so the user did not pull it 3-4 times but continued to suction it, removing a large amount of thrombus, and pulled it down when the aspiration catheter couldn¿t move forward anymore because the user thought thrombus compaction had been completed. Still, constantly blocked, the user tried for the react68 to go up to do it again but couldn¿t pass the point that was bent earlier. So, it was removed and a fubuki went up well instead. After repeated suction, it seemed like icas. It kept not opening, but then it opened and closed again when the stent was retrieved, so angioplasty was attempted, but the balloon couldn¿t pass the stenotic lesion. Finally, after supporting some 035wire, it barely passed, so conducted angioplasty and tirofiban was applied. Unfortunately, the patient's prognosis is poor without neurological improvement because the infarction came to the area considered to be the penumbra.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Initial reporter: the customer contact information, including name, occupation, phone, fax, and e-mail address, was not reported. Some pictures were attached to the complaint file in which the distal portion of the cerebase was shown, it was noted that the shaft is fractured leaving the internal braided wires exposed. The rest of the device cannot be evaluated and no other damages were observed. The customer complaint was confirmed based on the fractured condition seen in the shaft. This investigation was performed based only on the photo provided. A non-sterile cerebase gs 90, 90 cm, straight, distal was received contained in the decontamination pouch. Upon receiving the device, a visual inspection was performed, and the device was found to be fractured at 14 cm; this was measured from the distal end of the device. Also, one slightly kinked condition was found in the distal braided mesh section. No other damages were found. The entire length of the device was inspected under a microscope and no other damages were found in the device. The fracture was inspected, and it was observed that the braid mesh was exposed by the fracture, presumably due to kinking. The catheter was confirmed to be within specifications for the inner diameter (ID) and outer diameter (od). The customer complaint regarding the product being almost broken was confirmed based on the appearance of the returned device. It is suggested that inadequate manipulation may have contributed to the defect encountered. It is possible that excessive force may have inadvertently been applied to the device sometime during the procedure handling. According to the risk documentation, allowing the sheath coating to dry is a potential failure mode known that can cause friction during tracking. Also, advancing the catheter without fluoro, against resistance, and without visualization of marker bands are potential failure modes known that can cause inability to track the catheter to desired location. Additionally, the use of excessive force is a potential failure mode known for damage of the tip of the catheter, as well as keeping pulling the catheter against excessive resistance for excessive stress on vascular structure. The instructions for use (IFU) include precaution to not advance or withdraw an intravascular device against resistance until the cause of the resistance is determined by fluoroscopy. The customer complaint in relation to the difficulty to advance the catheter through the left cca was confirmed based on the fracture noted on the catheter. According to the risk documentation, a catheter unable to track to desired location is a potential issue that can occur when the catheter was advanced against resistance, the instructions for use (IFU) include precaution to not advance or withdraw an intravascular device against resistance until the cause of the resistance is determined by fluoroscopy. There is no indication that the issue reported in the complaint is the result of an inherently device-related defect. This conclusion was reached based on the evidence obtained from the returned device, however, this investigation remains ongoing. New information and forthcoming findings may alter the conclusion. The slightly kinked condition found in the braided mesh section was not originally documented in the complaint and it is suggested that appeared during the post-operational handling and is not considered a contributing factor to the reported failure. A review of manufacturing documentation associated with this lot 30845401 presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. It should be noted that product failure is multifactorial. The instructions for use (IFU) contain the following warning: do not advance or withdraw an intravascular device against resistance until the cause of the resistance is determined by fluoroscopy. Movement of the device against resistance may cause vessel injury or damage to the device. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.